Manufacturer narrative:
(B)(4).

Event description:
Pt called in and was asking for a tx replacement because he said he is getting tx error. Pt reported tx error but the tx sn (B)(4) provided shows no record on the "no matching serial number found."